Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with severe restricted posterior leaflet. A mitraclip xtw was inserted and grasping was performed. However, difficulties visualizing the clip occurred, the leaflets were unable to be grasped or captured, and tissue damage was observed. Therefore, the clip was removed from the patient, and the procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unable to grasp, unable to capture, and difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to grasp, unable to capture, and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.